Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced bradycardia and was transported to the hospital. Upon device interrogation, high thresholds were observed. Bradycardia was affected due to the device being programmed to low output settings. A chest x-ray revealed no lead anomalies. On (B)(6) 2015 interrogation revealed loss of sensing and high thresholds. On (B)(6) 2015 surgery was performed and lead testing via the pacing system analyzer found measurements within range. The lead was successfully connected to the new device and remained implanted. The patient was in stable condition before, during and post procedure.